Event description:
It was reported the doctor was not able to completely advance the filter beyond the distal end of the housing, where it became lodged. The system was removed and the procedure completed with a new system. There was no reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The sample was not returned for eval. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) states the following: note: the introducer catheter hub has a special internal design. Care should be taken to make connections firmly.